Manufacturer narrative:
G4: 04mar2020 b4: (B)(6)2020. The manufacturer¿s field service engineer (fse) replaced the flow sensor assembly and solenoid valve to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The gas delivery system assembly was returned for evaluation. Visual inspection revealed no anomalies. Gds was tested to check the fan being defective and monitoring test failure. The returned gds was installed onto known good test unit. Boot unit in normal operation mode to check for alarms and errors. The second test was to perform air flow accuracy, and oxygen accuracy. The customer complaint could not be verified, and no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/26/2019.

Event description:
The customer reported watchdog test failed, low (o2) oxygen, and defective fan fall ailed surveillance test. In addition, the ventilator continued to deliver breaths targeting the 21% oxygen concentration setting regardless of the user-set oxygen setting. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported watchdog test failed, low (o2) oxygen, and defective fan fall failed surveillance test. In addition, the ventilator continued to deliver breaths targeting the 21% oxygen concentration setting regardless of the user-set oxygen setting issue. The fse inspected the oxygen inlet filter for contamination or debris, perform the high pressure leak test, verified oxygen flows, advised to replace the oxygen valve, and replace (da pcba) data acquisition printed circuit board assembly.

Manufacturer narrative:
PMA/510k: 27dec2019. Date of report: 30dec2019. The correction made on 27dec2019 was for event - describe event and not for relevant tests/laboratory data. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
PMA/510k: 27dec2019, date of report : 27dec2019. Event description corrected. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported watchdog test failed, low (o2) oxygen, and ventilator failed surveillance test. In addition, the ventilator continued to deliver breaths targeting the 21% oxygen concentration setting regardless of the user-set oxygen setting. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the issues. The fse inspected the oxygen inlet filter for contamination or debris, perform the high pressure leak test, verified oxygen flows, advised to replace the oxygen valve, and replace data acquisition printed circuit board assembly(da pcba) .